Event description:
The lead reported out of range impedance values and diminished r-wave sensing. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.